Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were not responding correctly for a week. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the contrast button was intermittently unresponsive, which has no effect on insulin delivery. All of the other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.